Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The malfunction could not be duplicated. The database was cleaned. The system was tested and operates as intended.

Event description:
The customer reported that the stenoscop system would not boot up and displayed a memory error message. No patient injury was reported.